Event description:
An ICU patient was in MRI having diagnostic exam performed when he experienced a severe drop in his blood pressure. The accompanying ICU rn stated the patient's MRI safe IV pump began to alarm "air in line" about 15 minutes after the MRI IV specialty tubing had been attached. The pump was switched out, and the rn attempted to clear the line again, and the new pump alarmed "air in line." The rn stated she was unable to clear the line quickly enough before the patient's blood pressure and heart rate decreased, which warranted a code to be called (patient did not have full arrest). The patient's blood pressure dropped severely low. The rn stated she then had to push IV norepinephrine until new IV tubing set could be primed and set up through the MRI pump. The rn stated that once the patient was stabilized, she was able to go back and look at the original tubing and noticed fluids were leaking from the connection hub. The rn believes this is the cause of patient not getting his required medication, and also feels there was no pump issues as the second set of tubing functioned properly through the MRI pump.

Event description:
An ICU patient was in MRI having diagnostic exam performed when he experienced a severe drop in his blood pressure. The accompanying ICU rn stated the patient's MRI safe IV pump began to alarm "air in line" about 15 minutes after the MRI IV specialty tubing had been attached. The pump was switched out, and the rn attempted to clear the line again, and the new pump alarmed "air in line." The rn stated she was unable to clear the line quickly enough before the patient's blood pressure and heart rate decreased, which warranted a code to be called (patient did not have full arrest). The patient's blood pressure dropped severely low. The rn stated she then had to push IV norepinephrine until new IV tubing set could be primed and set up through the MRI pump. The rn stated that once the patient was stabilized, she was able to go back and look at the original tubing and noticed fluids were leaking from the connection hub. The rn believes this is the cause of patient not getting his required medication, and also feels there was no pump issues as the second set of tubing functioned properly through the MRI pump.